Event description:
Customer reported issues with the insulin pump. Customer states that she received the button error alarm. Customer also mentions that when she tried to set bolus, the numbers would increase. The blood glucose reading is 144 mg/dl. The insulin pump will be replaced. Nothing further

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers were noted on the display. The insulin pump had a cracked display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.